Manufacturer narrative:
(B)(4) - mesh exposure; mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced mesh extrusion, vaginal bleeding and discharge. The patient underwent a procedure on (B)(6) 2014 and the right arm of the mesh was excised. No additional information was provided.